Event description:
Customer reports that the device spoke an error and the device displayed a result of 149mg/dl. The customer's daughter was able to tell the customer what the result on the display was, so customer took 4 units of fast acting insulin. Approximately 90 minutes later, the customer reportedly passed out and was given juice. An attempt was made to test on the device, but an error was received. The paramedics were called as a result and tested customer at 26mg/dl on their device and administered a glucose IV. Customer felt fine 90 minutes later. No quality controls were used. Requested return of suspect device and replacement was sent.